Manufacturer narrative:
(B)(4). Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 220mg/dl at the time of the incident. The customer reported that there was a crack around her reservoir compartment and needs a replacement clip as well. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.